Event description:
Boston scientific received information that this device was part of a system revision due to infection. There were no additional adverse patient effects reported. The device remains in service. It was reported that this pacemaker was part of a recent system revision due to infection and erosion. Additional information was received in march 2020 indicating the patient's medical history was significant for post-procedure hematoma back on (B)(6) 2019 following a normal pacemaker replacement procedure. At that time, the patient was classified as high-risk for the procedure due to being on chronic blood coumadin medications and having high inr levels. Following the procedure, the patient developed a small hematoma. The hematoma was treated but healing was slow. The patient was referred by the following clinic to an electrophysiologist for further medical assessment and treatment options. The patient wasn't seen until the implant site started to worsen following an unrelated injury near the implant site. At that point, there was evidence of erosion and the pacemaker and leads were explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the device was not confirmed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the analysis indicated that the device never triggered replacement indicator while implanted. Auto longevity measurement was disregard. No analysis and no prr required. Correction to h. Device manufacturers only: h3 device eval by manufacturer? And device eval by MFR sum attach; h. Device manufacturers only: h10 additional MFR narrative.

Event description:
Boston scientific received information that this device was part of a system revision due to infection. There were no additional adverse patient effects reported. The device remains in service. It was reported that this pacemaker was part of a recent system revision due to infection and erosion. Additional information was received in march 2020 indicating the patient's medical history was significant for post-procedure hematoma back in (B)(6) 2019 following a normal pacemaker replacement procedure. At that time, the patient was classified as high-risk for the procedure due to being on chronic blood coumadin medications and having high inr levels. Following the procedure, the patient developed a small hematoma. The hematoma was treated but healing was slow. The patient was referred by the following clinic to an electrophysiologist for further medical assessment and treatment options. The patient wasn't seen until the implant site started to worsen following an unrelated injury near the implant site. At that point, there was evidence of erosion and the pacemaker and leads were explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was part of a system revision due to infection. There were no additional adverse patient effects reported. The device remains in service. It was reported that this pacemaker was part of a recent system revision due to infection and erosion. Additional information was received in (B)(6) 2020 indicating the patient's medical history was significant for post-procedure hematoma back in (B)(6) 2019 following a normal pacemaker replacement procedure. At that time, the patient was classified as high-risk for the procedure due to being on chronic blood coumadin medications and having high inr levels. Following the procedure, the patient developed a small hematoma. The hematoma was treated but healing was slow. The patient was referred by the following clinic to an electrophysiologist for further medical assessment and treatment options. The patient wasn't seen until the implant site started to worsen following an unrelated injury near the implant site. At that point, there was evidence of erosion and the pacemaker and leads were explanted.

Event description:
Boston scientific received information that this device was part of a system revision due to infection. There were no additional adverse patient effects reported. The device remains in service. It was reported that this pacemaker was part of a recent system revision due to infection and erosion. Additional information was received in march 2020 indicating the patient's medical history was significant for post-procedure hematoma back in (B)(6) 2019 following a normal pacemaker replacement procedure. At that time, the patient was classified as high-risk for the procedure due to being on chronic blood coumadin medications and having high inr levels. Following the procedure, the patient developed a small hematoma. The hematoma was treated but healing was slow. The patient was referred by the following clinic to an electrophysiologist for further medical assessment and treatment options. The patient wasn't seen until the implant site started to worsen following an unrelated injury near the implant site. At that point, there was evidence of erosion and the pacemaker and leads were explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was part of a system revision due to infection. There were no additional adverse patient effects reported. The device remains in service.